Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and armpit siliconoma.

Event description:
Physician reported signs of rupture and armpit siliconoma. Right side. Device explanted and replaced.

Event description:
Physician reported signs of rupture and armpit siliconoma on the right side. Device explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was broken shell, red particles material was found on the shell/gel and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken sharp. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a sharp edge broken in the side posterior assessed as unidentified (tear) opening.